Event description:
It was reported that a patient presented with far r-wave oversensing on their right atrium leadless pacemaker (ralp). No changes or interventions were reported; the patient will continue to be monitored. There were no patient consequences.